Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review, the pacemaker exhibited backup vvi operation. The patient was brought into the clinic for further troubleshooting. A device download was performed successfully.